Event description:
It was reported that the patient experienced a loss of therapeutic effect and was in need of programming. The patient stated that "he had a stroke because of his device and he was having mini strokes". The patient was hospitalized for this. It was further noted that the patient had a fall and he "believed that the stimulator was turned off during an x-ray procedure". The patient also reported that his stimulation turned back on by the manufacturing representative, but that it was weak. The patient also experienced "dizzy spells". The patient stated that he "had less than 10% of his battery left". The patient was in contact with his physician and manufacturing representative and had discussed replacing the implant. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251 lot# serial# (B)(4) implanted: 2004-(B)(6) explanted: product type extension product ID 3387-40 lot# j0427656v serial# implanted: 2004-(B)(6) explanted: product type lead. (B)(4).

Event description:
Additional information received reported that the patient was implanted with a new sc. The only issue noted was an end of life battery. Impedance testing was conducted both prior and post implant and no issues were found. The patient was doing great.